Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. The cuff was not provided enough coaptation around urethra. The aus was explanted and replaced. No further patient complications reported.